Event description:
It was reported that after checking of residual cement and soft tissue, the surgeon tried to hit the insert into baseplate but could not. There was no adverse consequence for the pt or delay in surgery or anesthesia time.